Event description:
During t2 recon nail surgery, the surgeon drilled the hole for the lag screw hole with the cannulated step drill. The surgeon inserted the lag screw. The broken piece of the tip of cannulated step drill was seen in the radiography image. The broken piece (about 5mm) was in femoral head and could not be removed. The surgery was completed.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.